Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system balloon burst during valve deployment. A femoral dissection/rupture was noted. The patient's status is unknown at this time.

Manufacturer narrative:
Correction to sections b5, and h6. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. The returned devices were visually inspected, and the following was observed: inflation/crimp balloon bond torn with proximal wings flared outward; inflation balloon material pulled distally over distal tip; gouges present on flex tip; flex shaft compression observed approximately 3/4'' from flex tip; inflation balloon inflated with no leakage observed; no other abnormalities observed on delivery system. Due to the nature of the complaint, no applicable functional testing was performed. The complaint was confirmed through visual inspection. Dimensional testing was performed and the double wall thickness of the crimp balloon was measured. All measurements met specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the procedure, the commander delivery system balloon tore. Additionally, the patient suffered a femoral dissection/rupture.'' Without the return of applicable patient or procedural imagery, there is insufficient information to determine a root cause. However, it is possible that procedural factors such as valve alignment performed in a non-straight section or high withdrawal forces may have contributed to the complaint events. As per pre-deco evaluation, the commander delivery system balloon is torn at the I/c bond. Additionally, product evaluation revealed gouges on the flex tip and compression near the flex tip. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, which can be evidenced by the observed flex tip gouges. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system, as evidenced by the compression near the flex tip. It is possible that increased forces and tension could have then weakened the balloon causing the balloon to tear. Under simulated conditions, a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Additionally, as identified in the pra, high forces on the system during withdrawal may result in crimp balloon tearing prior to successful withdrawal of delivery system. As a result, additional manipulation and/or increased withdrawal forces can lead to the separation of the I/c bond. As the inflation balloon was inverted over the distal tip upon return, this may be indicative of the altered/unpleated balloon profile caught on the sheath tip and inverted over the distal tip during withdrawal. Such is evident of possible difficulties during withdrawal. However, without applicable patient or procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (valve alignment in non-straight section, high alignment forces, withdrawal of altered balloon profile, excessive manipulation) may have contributed to the complaint events. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in pra. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed december 2021 control limit. In this case, the material separation may have occurred during delivery system withdrawal and resulted in surgical intervention. A corrective/preventative action (CAPA) was previously initiated to capture additional information that currently exists in the training manuals into the IFU ''instructions for use'' for the sapien 3 and commander delivery system.

Event description:
As reported from our affiliates in france, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system balloon tore. A femoral dissection/rupture was noted. The patient's status is unknown at this time.